Manufacturer narrative:
A breach in the transformer housing was found during a product evaluation on 10/27/2014. Evaluation summary: a visual examination of the power supply revealed the transformer housing was breached, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plus was measured at 13.60 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured as open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 55.2 ohms, which is normal and indicates that the thermal fuse did not blow. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).

Event description:
The housing for the pump in style power adapter was found to be breached during a product evaluation, which is a safety risk.